Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed it was noted that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.